Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the event. The patient received unspecified intravenous antibiotics (dose, frequency, and duration not reported) for peritonitis. On unknown date during hospitalization, the patient had the pd catheter removed and was switched to hemodialysis. Thirteen days after admission, the patient was discharged from the hospital. At the time of this report, the patient is recovering and remains on hemodialysis. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.